Event description:
Literature: isaias iu, alterman rl, tagilati m. Deep brain stimulation for primary generalized dystonia: long-term outcomes. Arch neurol. 2009; 66(4): 465-470. Summary: this report describes the long-term clinical outcomes in patients with primary generalized dystonia (pgd) who underwent pallidal deep brain stimulation (dbs). Thirty consecutive patients with at least 2 years follow-up after pallidal dbs for intractable pgd were assessed. All patients had postoperative brain magnetic resonance imaging to confirm lead positioning within the posteroventral segment of the internal globus pallidus (gpi). The study was conducted over several years with pallidal dbs and annual follow-up examinations being conducted up to 8 years after dbs implantation. All 30 patients experienced significant improvements in motor function. Event: patient 2 of 2 required lead repositioning because of lack of benefit - intervention was well. Refer to manufacturer report number: 2182207200904143.